Manufacturer narrative:
The actual device was not returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found five similar reports with the involved product code/lot number combination. The same user facility reported similar events for other devices with the same product code/lot number combination, see MDR 2243441-2017-00024 and MDR 2243441-2017-00026. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal device. Follow up communication with the user facility reported: the first device would not pull back at all, so it was not deployed. It was reported they had to hold manual pressure. The other two devices pulled with difficulty. It was reported the last one pulled "jerky." No known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. The exact cause of this event is unable to be determined since the product was not available for evaluation. In absence of information like patient vascular health or anatomy and user technique, no deduction can be made for the root cause. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up to provide additional event information.

Event description:
Additional information was received on may 11, 2017. The patient was reported to be fine. Closure was achieved.